Event description:
It was reported that the right ventricular (rv) lead exhibited a steady rise in impedance on the rv defib and superior vena cava (svc) coils. The lead now measured high impedance on both coils. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).